Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole with reddish material was observed in the pebax area. It was initially reported by the customer that there was noise on the distal and proximal electrograms from the thermocool® smart touch® sf bi-directional navigation catheter, on both carto 3 and ep recording systems. The cable was exchanged without resolution. The catheter was exchanged and the noise resolved, case continued successfully. There was no patient consequence. Additional information received indicated there was noise only on the ablation signals on both carto 3 and ep recording systems. Noise occurred while the catheter was inside the patient¿s body and intact signals were available to monitor the patient by ¿body surface and cs catheter plugged into ref deca.¿ the customer¿s reported noise issue is not considered to be MDR reportable since the risk to the patient is low. On 13-oct-2023, the bwi pal revealed that a visual inspection of the returned device found a hole with reddish material was observed in the pebax area. These finding were reviewed and assessed the issue of ¿hole¿ in the pebax to be an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed, a hole with reddish material was observed in the pebax area. No other damage was observed. An electrical test was performed, and no electrical issues were found. The damage found could be related to the reported event. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).